Event description:
It was reported that the patient¿s hemoglobin and hematocrit levels had remained consistently low, which raised concern for a potential retroperitoneal bleed versus hemolysis. The urine had been clear yellow and copious, with no evidence of hemolysis noted on diagnostic laboratory results. Haptoglobin was less than 8 mg/dl. The patient had been upgraded to an impella 5.5 device the previous day. On the day of reporting, hemoglobin and hematocrit levels were stable and elevated compared to the prior day.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.